Event description:
It was reported that the iab introducer hub broke. The customer was able to retrieve it. There was no patient harm or adverse event reported.

Manufacturer narrative:
The dilator was returned for evaluation with dried blood on the component. The hub of the dilator was found broken off from the dilator tubing. The returned dilator was measures and found to be within specification. No other visual defects were identified. The evaluation confirmed the reported problem. CAPA (830128) was initiated to investigate complaints with failure modes of "broken dilator". The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Complaint record ID # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the introducer hub broke. The customer was able to retrieve it. There was no patient harm or adverse event reported.